Manufacturer narrative:
H11: additional manufacturer narrative: off-label use of ECMO and placement in the subclavian artery was reported. No product evaluation was able to be performed as no image or unit was provided for evaluation. The unit is being retained at the hospital. No DHR review could conclusively be performed as the user facility would not confirm the lot number or provide what they felt was the most likely lot number. Based on the available information and confirmation of off- label use, the abnormal and contraindicated use of the device is the most likely cause of the event. The device was placed in the subclavian artery when indicated only for femoral arterial use and used in ECMO for a duration > 6 hours. The instructions for use state, 'edwards lifesciences femoral access cannulae are intended for use in situations which require rapid femoral venous and arterial access for short-term ([< or equal to] 6 hours) cardiopulmonary bypass.' As well as 'devices are contraindicated for placement in vasculature outside of the femoral artery or vein.' There has been no evidence of an edwards/ supplier manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a report of an edwards femii016a cannula that was found to be leaking during use. The cannula was inserted after a lung transplant for v-v ECMO initiation. Bleeding from the cannula was noted the next day. This led to an exchange of cannula and blood loss for the patient. The estimated time the device was in use was 27 hours (21 hours past the 6 hours in the IFU). They also noted they had to bring the patient back to the or the next day. It appears there was a crack/ fracture in the line, and blood was coming out of the line. The cannula was placed, and the crack was not found until a later time after the packaging was disposed of. Therefore, the lot number is unknown. The cannula is being held by risk management and the investigative lead has confirmed no further information will be shared outside of an official legal request. Device not returned. No images provided. When asked about the technique used for placement/ set up for ECMO, the perfusion director provided the following: vv ECMO - drainage 23fr biomedicus fem vein, reinfusion - 16f fem flex left subclavian vein. They also stated that the cannula was not at an angle/ curved during use. The device was inserted into the left subclavian vein. The customer is wondering if they have had any issues with this model lately and were reminded of the fca earlier in the year (for different issue).

Manufacturer narrative:
H11. Manufacturer narrative additional information and related report added: 3601800000-2025-8011 related report number added in addition to information supplied in that report including the additional impact to patient of cardiac arrest and additional patient information. No change to investigation findings or conclusions previously reported. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a report of an edwards femii016a cannula that was found to be leaking during use. The cannula was inserted after a lung transplant for v-v ECMO initiation. Bleeding from the cannula was noted the next day. This led to an exchange of cannula and blood loss for the patient. The estimated time the device was in use was 27 hours (21 hours past the 6 hours in the IFU). They also noted they had to bring the patient back to the or the next day. It appears there was a crack/ fracture in the line, and blood was coming out of the line. The cannula was placed, and the crack was not found until a later time after the packaging was disposed of. Therefore, the lot number is unknown. The cannula is being held by risk management and the investigative lead has confirmed no further information will be shared outside of an official legal request. Device not returned. No images provided. When asked about the technique used for placement/ set up for ECMO, the perfusion director provided the following: vv ECMO - drainage 23fr biomedicus fem vein, reinfusion - 16f fem flex left subclavian vein. They also stated that the cannula was not at an angle/ curved during use. The device was inserted into the left subclavian vein. The customer is wondering if they have had any issues with this model lately and were reminded of the fca earlier in the year (for different issue). In a voluntary medwatch report (3601800000-2025-8011), the user facility noted "the patient needed to go back to the or for exchange leading to a cardiac arrest and conversion to central ECMO."